Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample from an alternate lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak. The patient opened the cassette door after receiving several cycler alarms and found fluid inside the cassette door. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient was not prescribed any antibiotics. The pat was switched to hemodialysis due to an unrelated condition. No adverse event reported at this time.